Event description:
The customer contacted physio-control to report that their device was difficult to power on during a patient event. The customer advised that it took approximately 5 minutes to power the device on. Once the device powered on they were to use the device during the event with no problems. However, after the event, the device would not power off. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly. Physio determined that the cause of the reported power issue was an electrically open power button. The right dome was flattened and felt not motion. The left dome had movement but was not functional. Based on the information available, physio has determined that it¿s reasonable to conclude that the likely cause of the event code that was logged into memory, was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device was difficult to power on during a patient event. The customer advised that it took approximately 5 minutes to power the device on. Once the device powered on they were to use the device during the event with no problems. However, after the event, the device would not power off. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was difficult to power on during a patient event. The customer advised that it took approximately 5 minutes to power the device on. Once the device powered on they were to use the device during the event with no problems. However, after the event, the device would not power off. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy.